Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/23/2014.device evaluation: the device has been returned and evaluated by product analysis on 04/07/2014 with the following findings: on examination, the keypad was intact without damage. On testing, all the keypad buttons responded normally and were fully functional. The keypad cover was removed for investigation and did not reveal any evidence of damage, defect or contamination of the button contacts. Investigation did not confirm or duplicate the keypad button complaint and the pump was found to be operating within required specifications without defect.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the ok keypad button was unresponsive. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged button issue remained unresolved with troubleshooting.